Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed total prostate specific antigen (tpsa) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Calibration and quality control were within the customer's expected ranges. Hsc investigation of the event is consistent with a low sample volume during the initial testing. The issue was resolved by reprocessing the same sample with more volume in a new small sample cup (ssc). The cause of the event is unknown. A potential product issue was not identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed total prostate specific antigen (tpsa) patient result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed result was reported to the physician, and the result was not questioned. A new sample from a different sample tube from the same patient was processed on the same system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total prostate specific antigen (tpsa) result.